Manufacturer narrative:
H3 other text : customer declined service.

Event description:
It was reported to philips that the device experienced a pads off error. There was no patient involvement. Email notification sent to stakeholder for case creation. A philips remote service engineer (rse) put in a bench repair work order for the device. A good faith effort was made to acquire more information, and the rse confirmed that the customer was supposed to send the defibrillator to bench for repair, but never did. Thus, case was closed. Philips is unable to rule out that a malfunction did not occur. The customer never sent the device in for bench repair for the equipment to be evaluated, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a pads off error. There was no patient involvement.